Event description:
The user facility reported that during a diagnostic endobronchial ultrasound procedure, after having withdrawn the needle from the patient, the coil sheath was found to have advanced approximately three quarters of its length from the outer sheath, and was easily removed from the outer sheath. There was no patient harm and no device fragments were alleged had fallen into the patient, however, the user expressed concern that the coil sheath could have potentially fallen into the patient's airway and it could not be detected.

Manufacturer narrative:
Olympus was informed that the users had completed two passes to obtain samples, and the device was withdrawn from the bronchoscope prior to the discovery of the coil having advanced. The device referenced in this report has not yet been returned to olympus for evaluation, but the user facility has indicated that they will be returning the unit. If the device is returned for evaluation, or if additional significant information becomes available, this report will be supplemented. This report is being submitted as an MDR in an abundance of caution.